Event description:
It was reported that the insulin pump alarmed failed battery test and had blank display. Customer's blood glucose was unknown. During the troubleshooting the customer was unable to remove the battery cap. Customer also mentioned regarding the recall on her insulin pump. The customer was informed regarding the scroll wrap feature. Troubleshooting did not resolve the issue; the insulin pump did not turn on. Advised the customer the insulin pump would be replaced. Customer mentioned about hospitalization however it was not diabetes related. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.